Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the coulter act diff hematology analyzer leaked less than 12ml of fluid at the probe. The customer was wearing gloves and a lab coat at the time of the occurrence. There is an exposure control plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated and there was no impact to patient treatment. Beckman coulter customer technical specialist (cts) worked with the customer by phone to troubleshoot the leak. The cts had the customer clean the probe wipe and sample probe, and reassemble the probe wipe onto the sample probe. The customer reran startup and all parameters were within the range.